Manufacturer narrative:
Concomitant medical products: product ID: t510c29 valve, implanted: (B)(6) 2010; product ID: evproplus-29us valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and experienced shortness of breath and complete heart block. It was also reported that the implantable pulse generator (ipg) was not working. No further patient complications have been reported as a result of this event.